Manufacturer narrative:
Investigation in progress.

Event description:
A radiographic evaluation revealed that the locking key for the tibial baseplate has partially migrated out. Patient is asymptomatic.